Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be duplicated. There were no issues noted with the pressure produced by the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, while reprocessing their olympus high flow insufflation unit in preparation for an abdominal surgery, the pressure was occasionally insufficient. According to the initial reporter, the intended procedure was completed using another similar device with no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.